Manufacturer narrative:
Pump received with broken belt clip slot and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that the device has a chip located on the belt clip groove. The customer¿s blood glucose level at the time of the incident is 92 mg/dl. Device was not bumped or dropped, nor was there a car accident. Device was able to lock into place. Customer was not hospitalized. No further details or information available. The device will be returned for analysis.